Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated device code from "break (1069)" to " fitting problem (2183)." Internal complaint # tw (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. The delivery device was outside of the loading device when it was returned. The seal can be seen from the window of the loading device. The seal and tension spring assembly remained inside the loading device. Blood stains can be seen on the external part of the loading device. The white plunger on the delivery device had traces of blood and remained un-pressed. The blue lock was engaged. The seal was pulled out from the loading device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. The seal appeared intact. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.199 in., the outer diameter was measured at 0.222 in. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the results of the evaluation, the reported failure fitting problem was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm umbrella suture broke when pulled to disengage from holder. A replacement device was used to complete the procedure. The hospital did not report any patient effects.